Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support, the malfunction alarm was able to be cleared. Subsequently, the pump displayed a reset screen. While attempting to reload a cartridge onto the pump the customer received a minimum fill notification during the load process. The customer stated there was approximately 100 units left in the cartridge. Customer reported blood glucose level was 153 (mg/dl). It was confirmed the customer was able to successfully load a new cartridge onto the pump and resume insulin delivery. Reportedly the customer will continue to use the pump for insulin therapy.